Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported incorrect gram stain results associated with a cap survey using the previ® color gram instrument ((B)(4)). There is no indication or report from the hospital or treating physician to biomerieux that the discrepant gram stain results led to any adverse event related to a patient's state of health. There may be a potential for adverse event if the event were to reoccur; therefore this event is being reported as a malfunction. Submittal of cap strain has been requested from the customer. Internal biomerieux investigation will be initiated.

Manufacturer narrative:
Internal biomérieux investigation was conducted. The cap survey samples are no longer available for testing. The cap survey results have been analyzed: error rate = 15.7% (249 false answers on 1,591 total answers). This error rate is almost the same as a previously released cap sample which was later classified by cap as a problem sample. The average error rate for the other four (4) tests of this survey is < 4%. It is probable that the erroneous gram stain result can be linked to a problem with the sample. The investigation cannot conclude that the previ® color gram instrument is the cause of the erroneous gram stain result. The customer states that all maintenance has been performed routinely. There have been no other complaint associated with the incriminated instrument.